Manufacturer narrative:
Additional information: b5, d10, g3 d10 concomitant products: unegiatri, unknown egia tri staple, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, after the powered stapler was assembled properly, the surgeon pressed the green button and an attempt was made to fire the powered stapler, however, the stapler failed to operate. A new powered stapling system set and a new reload were used and the procedure was completed successfully. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#: (B)(6)), unknown egia su, unknown endo gia sulu (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter intra-operatively, after the powered stapler was assembled properly. An attempt was made to fire it, however the powered stapler failed to operate. The device was replaced with a new stapling system set and the procedure was completed successfully. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was damage to the distal end of the firing rod. The blue unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was connected to gen2 acc software and the strain gauge was responsive. There was an articulation calibration error in the data saved to the system. The adapter had 6 of 50 procedures remaining. The adapter was connected to an rpa clamshell and powered handle running v29.6 software and the device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the stapler failed to operate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulation calibration error and firing rod damage the cause for the articulation calibration error could not be established, as the condition was unable to be replicated. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.